Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are strongly bent. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes

Event description:
An orsiro drug-eluting stent system was selected for treatment of a calcified lesion with 95 percent stenosis degree in the moderately tortuous proximal lcx. The lesion could not be crossed with the device. Another device was used, and the intervention was completed.